Event description:
A customer from (B)(6) notified biomérieux of discrepant results associated with the vitek® 2 ast-p592 test kit. The customer reported discrepancies for vancomycin and enterococci and provided four (4) lab reports. Isolate 1: origin: blood culture, vitek® 2 ast-p592 vanco. Mic 2 s, vitek® 2 ast-p586 vanco. Mic 8 I corrected to r, etest® 16 mg/l r, ref.lab. (Rki) mic >16 r. Isolate 2: origin: blood culture, vitek® 2 ast-p592 vanco. Mic 1 s reader 1 and reader 2, vitek® 2 ast-p586 vanco. Mic >= 32 r, etes®: not available, ref.lab. (Rki): not available. Isolate 3: origin: blood culture, vitek® 2 ast-p592 vanco. Mic 1 s reader 1 and reader 2, vitek® 2 ast-p586: not available, etest®: not available, ref.lab. (Rki): not available. Isolate 4: origin: stool, vitek® 2 ast-p592 vanco. Mic <= 0,5 s, vitek® 2 ast-p586 vanco. >=32 r, etest®: not available, ref.lab. (Rki): not available. The customer indicated patient results were affected, the incorrect result for the first isolate was reported to a physician as false susceptible and after confirmation tests, the correct result was communicated to the physician. The customer indicated the patient was not harmed or treated incorrectly; however, there was a delay of more than 24 hours. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) notified biomérieux of discrepant results in association with vitek® 2 ast-p592 test kit 20 cards. The customer submitted the strains and cards for evaluation. An investigation was performed. The identification of four strains (s1, s2, s3 and s4) was confirmed to the species enterococcus faecium on the vitek® 2 gp card for s1, s2 and s3, and on vitek® ms for s4. The reference method (broth microdilution, bmd) which was the method used for vancomycin development (formulation van04n) on ast-p592 was used to determine the intended result : s1 and s4: bmd van mic = 16 mg/l r. S2 and s3 : bmd van mic = 8 mg/l r. Vitek® 2 v7.01 was used for testing three (3) ast- p592 cards (one from each lot): customer lot 3720256203. Customer lot 3720263403. Random lot 3720088103) . The customer result of mic 1 mg/l s was reproduced on the three lots tested with s1, s2 and s3. The susceptible mic for s4 (van mic >/= 32 r correlated to the reference method) was not reproduced. The underestimation of vancomycin on the ast-p592 card was confirmed in-house for s1, s2 and s3. These results are in essential agreement compared to the reference result. This underestimation lead to a non-detection of the van b like phenotype. The strain exhibits atypical growth behavior. The investigation concluded the vitek® 2 ast-p592 test kit performed as intended.